Event description:
User facility mandatory medwatch received indicating the tubing split while in use with a power injector. The report stated, "a pt was brought to CT for ruling out pulmonary emboli exam. 20g IV in right ac flushed with 10ml of normal saline prior to initiation of the contrast infusion, flushed easily by hand. Injection of IV dye, 150ml was initiated at 4ml/sec with maximum psi set at 200. Appeared to be working fine, no pressure alerts on injector screen and pt had no complaints. A popping noise was heard, and the pt jerked their face sideways. Tech immediately responded to check pt, and found pt to be soaked with IV contrast fluid. The IV tubing was found to be split. Tubing was retained by radiology mgr."upon further query the following info was provided: the customer contact reported the tubing set was being used with a medrad power injector to deliver omnipaque. The tubing split below the lowest injection port on the tubing set. Though requested, no add'l info was provided.